Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported that the autopulse platform (s/n (B)(4) displayed "system error, out of service, revert to manual CPR". It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Event description:
During shift check, the autopulse platform (s/n (B)(6) displayed "system error, out of service, revert to manual CPR". No patient involvement.

Manufacturer narrative:
B5 (describe event or problem) was updated based on the received additional information. H6 (health effect - clinical code) was corrected based on the received additional information.